Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint alleges: kinking of the et tube occurred during re-positioning/re-advancing of the et tube during use on a pt. No reported pt injury.